Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunctions were traced to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the air/water channel on both sides, and the auxiliary channel of the colonovideoscope contained white residue. Additionally, image noise was observed. There were no reports of patient involvement.